Event description:
The core impaction drill was sent for evaluation due to overheating during an implant procedure. No adverse event was associated with the device. The procedure was completed with the same device without any procedure delay.